Event description:
The unit was received at a covidien service center. Upon evaluation of the pump, the service tech found that the unit over pressurized and will not alarm.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.